Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event estimated.

Event description:
It was reported as a general comment that this was a vessel puncture closure of an unknown vessel using a starclose device. Reportedly, there would be unspecified failures with the device. Manual compression was used to achieve hemostasis in most cases. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) review was not performed because a specific failure mode for this complaint was not provided. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported unspecified device issue could not be determined. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D1 correction: brand name updated. D2a correction: common device name updated. D3 correction: name, address updated.